Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for harm skin irritation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd pen needle¿ ultra-fine iii the consumer is sensitive to nickel has been using bd needle for quite sometime and always received red bumps/discomfort after injection. Material no: 320108, batch no: unknown. Verbatim: item 320108, lot # unknown. No samples returned to pharmacy. Pharmacist asking if nickel was in the needles. Consumer is sensitive to nickel has been using bd needle for quite sometime and always received red bumps/discomfort after injection. Pharmacy. Does not have product at the pharmacy. Informed this pharmacist to have consumer to call into bd with issues. Unknown occd date.